Event description:
It was reported that this right ventricular (rv) lead was an attempted implant as it exhibited high impedance measurements and high capture threshold values. The physician chose a different location, and the same abnormal measurements were observed, so they decided to relocate the lead once again, but this time, the helix did not retract as expected. Undersensing and dislodgement were also reported as part of the observations. Consequently, the lead was removed, and a different rv lead was used to complete the procedure. No adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the helix mechanism in a retracted position. Visual inspection found dried blood/body fluid in the helix housing but no abnormalities were identified. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test was performed and passed without problems, indicating no blockage in the lumen. Additionally, a helix mechanism was conducted, and it did not pass after 11 turns due to the helix housing being clogged with dried blood/body fluid. Susceptibility of active helix fixation tips becoming clogged with coagulated blood/body fluid is a known risk that could lead to helix extension or retraction difficulties.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant as it exhibited high impedance measurements and high capture threshold values. The physician chose a different location, and the same abnormal measurements were observed, so they decided to relocate the lead once again, but this time, the helix did not retract as expected. Undersensing and dislodgement were also reported as part of the observations. Consequently, the lead was removed, and a different rv lead was used to complete the procedure. No adverse patient effects were reported. The lead was returned for analysis.